Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was difficulty in draining foley catheter water. Upon checking with the customer, it was found that the inflation eye inside the balloon was not in the center but at the bottom, and the balloon was acting as a lid, so although there was no problem with positive pressure, it was blocked by negative pressure. (Lot#mykq6341) and (lot#myjz4527).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (21) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received (3) 3 way temperature sensing catheter with cut portion of the inlet tubing and (3) straight tipped syringe 119314, batch number mykq6341, myjz4527 and lot number ngjy4777, ngjw2610. Catheter (1) inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 1 ml of solution could be withdrawn. Using the in house syringe only 9 ml of solution was withdrawn in 5 min. Replaced inflation valve with the in house valve and reattempted deflation. The reported event is confirmed against the returned syringe. Catheter (3) inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, okay. Balloon deflated passively in 1 min 57 sec. No cuffing noted. The reported event is confirmed against the returned syringe. Note: complaint against syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre test there was difficulty in draining foley catheter water. Upon checking with the customer, it was found that the inflation eye inside the balloon was not in the center but at the bottom, and the balloon was acting as a lid, so although there was no problem with positive pressure, it was blocked by negative pressure. (Lot mykq6341) and (lot myjz4527).

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (21) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received (3) 3-way temperature sensing catheter with cut portion of the inlet tubing and (3) straight tipped syringe 119314, batch number mykq6341, myjz4527 and lot number ngjy4777, ngjw2610. Catheter (1) inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 1 ml of solution could be withdrawn. Using the in-house syringe only 9 ml of solution was withdrawn in 5 min. Replaced inflation valve with the in-house valve and reattempted deflation. Replaced inflation valve with the in-house valve and reattempted deflation the catheter deflated successfully. The reported event is confirmed against the returned syringe. Catheter (3) inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, okay. Balloon deflated passively in 1 min 57 sec. Upon additional evaluation the temp sensing was located near the eyelet. This does not meet specification the reported event is confirmed against the returned syringe. Note: complaint against syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was difficulty in draining foley catheter water. Upon checking with the customer, it was found that the inflation eye inside the balloon was not in the center but at the bottom, and the balloon was acting as a lid, so although there was no problem with positive pressure, it was blocked by negative pressure. (Lot#mykq6341) and (lot#myjz4527).